Event description:
Complainant alleged that as the medics were monitoring a pt (age and gender unknown) who was being transported from one facility to another, the device would briefly shut off due to road conditions. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.